Manufacturer narrative:
Unique identifier (UDI)#: asku. This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys ca 19-9 immunoassay result for one patient sample. The initial result was 46 u/ml. The repeat result was 6 u/ml. The customer retested the sample again due to this discrepancy and the retesting result was also 6 u/ml. Information concerning if the erroneous result was reported outside the laboratory was requested but it was unknown. The patient was not adversely affected. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation determined a preanalytic issue was most likely the cause of the event as the centrifugation time used by the customer was only three minutes. Other general causes for this type of issue include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte. The reagent performed within specification. The field service representative visited the site to perform preventative maintenance and did not observe an issue.